Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clean. After applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted the helix of the right ventricular lead failed to extend. The lead was not used and replaced during procedure. There were no patient consequences.